Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the reason was not the ins but a problem with the electrodes that were implanted in 2012. It was further stated that there was a mistake of the doctor during surgery. Everything was okay with the ins. There was no problem from the patients side and everything was working correct. At this moment the doctor said that everything was ok with no particular details.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2: the country of the event is ru the device was an intellis brand ins, but it was unknown which specific model number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were informed about the quality of a product from a client. The information was still limited. The essence of the problem: the ins has a problem, "contacts fall off in the first days". The rep mentioned that they saw high impedances on a patient a few days after surgery. The rep described that impedances were in range intraoperatively, but after a few days they get high impedances on some electrodes. The patient was implanted two weeks ago (noted on (B)(6) 2025) and stopped working on the 2nd day. It was asked if the "loss of contact" could be related to the "mem", after several days of work. No symptoms were reported.